Event description:
An investigation report from an implant retrieval center was received and reported that during examination of the rod, the retrieval center found that the rod exerted no force during testing. Upon disassembly that the magnet was noted to have rust colored discoloration and some raised debris. The radial bearing was also found to be out of place and covered with a plug of dark debris. Additionally, it was reported that the drive pin and o-ring seal were discovered to be broken. No additional information is available.

Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by newcastle engineering lab. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Event description:
No additional information provided.

Manufacturer narrative:
Corrected section h6- device code.